Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that there was a catheter problem. The reporter was unsure on what the problem was yet. An indium dye study was attempted, but the dye was not seen in the cerebrospinal fluid (csf). The rotor study determined the pump to be functional. A revision was scheduled for (B)(6) 2014. No outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that since the pump implant, the patient had not received relief. Patient experienced symptoms of less than 50% therapy relief. A dye and rotor study were done on the date of this report, and the healthcare provider was not able to aspirate the catheter. The patient was being sent for an indium dye study. The patient status at the time of this report was noted as alive with no injury. The pump was used to deliver hydromorphone. It was later reported that dye study was not able to be performed because the healthcare provider was not able to aspirate. The rotor study showed rotor spun appropriately. Patient experienced lack of pain relief and continued to have pain. It was noted that patient considered the pump to not be working for him. There had been no volume discrepancies.